Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Coronary angiography showed 90% stenosis of the proximal left anterior descending (lad) artery. One 2.75 x 38 mm xience xpedition stent was implanted in the proximal lad. The patient was discharged to home on (B)(6) 2014. In (B)(6) 2018, the patient was re-hospitalized with angina pectoris. No coronary angiography or coronary computed tomography (CT) examination was performed. Medication infusion therapy was administered, and the patient was discharged after therapy. The patient condition continues. There was no additional information provided.